Event description:
Additional information noted that technical review was requested. Boston scientific technical services (ts) noted that since the rv lead has been recently implanted a possible connection issue could be present. Troubleshooting was discussed to determine the root cause of the reported clinical observations. At this time the system remains implanted.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up the shock impedance measurements had increased since the implant when it comes to this right ventricular (rv) lead and were out of range. Another follow up is scheduled. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that a revision took place. It was noted that it appeared that the device was encapsulated and it was difficult to open the device pocket. The wound had a lot of dried blood and scar tissue. The physician cleaned the pocket and removed calcification. Normal connection was noted, but it was difficult to remove the rv lead from the device header. Upon disconnecting the rv lead and reconnecting normal shock impedances values were noted.